Manufacturer narrative:
H2) correction: e (facility name, street 1, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the arm cart assembly had a non-recoverable error. An error code for 'linked to arm non-recoverable error - robotic arm joint 5 position failure' was observed. The belt tension was adjusted in the field and the arm cart was tested, which resolved the issue. An error was also noted on the setup arm joint 4 junction. Brake regeneration was performed on the brakes of setup arm joint 4 axis to resolve the issue. Evaluation of the logs indicated that the arm cart assembly experienced a robotic arm joint 5 redundancy check failure, triggering an error code for 'linked to robotic arm joint 5 redundancy check - runtime'. This occurs when one of the limit switches on the z-slide is triggered while exceeding the expected position range. This is a non-recoverable error and prevents tele-operation with the arm cart assembly. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a z-slide redundancy failure or due to a belt tension failure. Additionally, the investigation identified a secondary condition of brake torque failure that is most likely traced to a component failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, the arm cart assembly (aca) had a non-recoverable error. The team rebooted the aca, after which it worked properly. There was no patient injury.

Event description:
It was reported that intraoperatively, the arm cart assembly (aca) had a non-recoverable error. The team rebooted the aca, after which it worked properly. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.